Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and se 2367, which occurred on the homechoice (hc) during initial drain, the patient was connected. The home patient (hp) stated there were bubbles in the patient line. The technical service representative (tsr) had the home patient (hp) cycle the power till alarms cleared. The tsr advised the hp to start over with new supplies.

Manufacturer narrative:
(B)(4). N alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed.